Event description:
Related manufacturer reference number: 2017865-2022-00201, 2017865-2022-00202, 2017865-2022-00203. It was reported the entire system was explanted for an unknown reason. The patient was stable. No further information was known about this event. Further information was requested but not yet received.

Event description:
New information received indicated the atrial lead had high capture thresholds and intermittent capture. No report of a replacement system implanted. No patient issues.